Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately four (4) months after placement due to the patient having diabetes, periodontal disease and a localized infection at the extraction site which spread to the implant.